Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead could not be implanted despite several attempts. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to ¿tuned leads were not able to stay on appendages¿. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.